Event description:
It was reported that via remote transmission, oversensing and ventricular undersensing were observed. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.